Event description:
Info was provided that after gaining access on a pediatric pt, the wire frayed and unraveled (separated) in the pt. No harm to the pt was reported as device was successfully retrieved.

Manufacturer narrative:
(B)(4). The wire guide is 100% inspected in final quality control for adequate welds and strength. In addition, each mandrel guide contains a warning stating; "withdrawal or manipulation of the wire guide through needle tip may result in breakage." The wire guide was returned unraveled extending out from the catheter which is kinked in two places. The kinks may have contributed to the unraveling or may have been caused during return transport. Other factors that may have caused or contributed to the damage are; the wire guide may have been damaged when removing the needle or by another sharp object during the procedure. We will continue to monitor for similar complaints.